Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that perforation was observed during implant. Further intervention was not required. The lead remains implanted. The patient was in good condition after the event.